Manufacturer narrative:
(B)(4). Date sent: 2/10/2026. D4: batch # 836a70. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the sr75 reload was received with no apparent damage, with the proximal 41 drivers up without staples and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The reload was tested for functionality with a test device and fired without any difficulties. The staple line was complete, and the staples met the staple form release criteria. The event reported was confirmed and is related to improper use of the device. The cartridge reload is designed to lockout as a safety feature if any staples have been fired from the cartridge reload. Failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 836a70, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 1/13/2026 d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)?- no did the device start to deploy staples and cut but could not be completed (partial fire)?- yes were any staples delivered into the tissue at all?- yes what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)?- few of them are malformed were there staples missing from the staple line (staples not present/visible on any portion of the staple line)?- yes did the device cut the tissue? If the device cut, was the cut line complete? - yes, cut line was complete. How was the issue addressed? - surgeon has used another reload was there a patient consequence? If yes, how was the issue addressed? - no consequences could you please clarify if there were any change in the post-operative care of the patient as a result of the event? - no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the device misfired during surgery. No patient consequences were reported.